Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for broken barrel detected during detected by final user. No sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis and are required to confirm and characterize the reported condition by the customer. A batch history review (bhr) could not be performed due to the implicated bd finished batch number was not available. Root cause description: without the batch numbers for the implicated complaint, an investigation could not be performed to determine a root cause for the reported event. Bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. No sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis and are required to confirm and characterize the reported condition by the customer. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: therefore, bdm-ps will not define corrective or preventive action following the investigation of this compliant. However, this complaint has been registered in bd complaint system for future review in subsequent customer complaint investigation.

Event description:
It was reported that hypak scf2.25ml rf prtcfm27 ppsyringe had a breakdown of syringe. This was discovered during use. The following information was provided by the initial reporter: report of an accident with a hypak prtc 2.25ml syringe filled with hyaluronic acid. The customer produces a few units of 1ml intradermal hyaluronic acid in the 2.25ml hypak syringes, which add the flange extender for ease of application. During the procedure, there was a breakdown of the syringe in the region, just below the edge.